Event description:
It was reported to boston scientific corporation that an active cord was used during a procedure on (B)(6), 2010 (patient age, gender, and weight unknown). According to the complainant, during the procedure, the physician was having difficult delivering energy through a probe. The complainant swapped out the probe and active cord to discover that the root cause of the problem was with the active cord. They were able to complete the procedure with the second active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.